Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was exhibiting intermittent atrial undersensing. Programming changes were discussed and will be made when the patient presents for the next follow-up check. The patient was stable.